Event description:
Implantable catheter erosion upon removal of the catheter for a scheduled tube change, it was noted that the distal end was broken off. The pt was examined for retained fragments with fluoroscopy and no fragments were seen. [Note that this was the 15th occurrence of catheter device failure since october 2001 for this hospital.] Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).